Event description:
Additional information was received that surgery occurred during which the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
¿Date of event¿ is estimated. During processing of this complaint, attempts were made to obtain complete event information and patient weight. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the ipg was unable to communicate with external devices after the patient underwent an unrelated surgical procedure. During the surgery, the ipg was set to surgery mode. Troubleshooting was unable to resolve the issue. Surgery may occur to address the issue. The patient has another ipg with the same issue as documented in related manufacturer reference number: 3006705815-2020-02497.